Event description:
The customer's wife reported that the customer was treated by paramedics due to hypoglycemia. The customer's wife also stated that the insulin pump had alarmed no delivery. Troubleshooting was performed, and the insulin pump alarmed no delivery without a reservoir in place. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.